Manufacturer narrative:
Examination of the returned device found the preventive maintenance (pm) was overdue. The front bezel is broken and the a2d1 does not lit. Part were replaced. The unit was calibrated and met all specifications. Based on the evaluation, and service history, a likely cause of this issue was lack of preventative maintenance. A DHR review was not conducted as the device has been in the field for more than 12 months. The service history was reviewed and no relationship to this complaint was found. A two-year review of complaint history revealed there has been a total of 1 complaint, regarding 1 device, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that the system 5000¿ should be visually inspected at least every year. This inspection should include checks for: damage to the power cord. Damage to the power plug. Tightness of the power plug. Tightness of the volume control knob. Proper mating, cleanliness and absence of damage to the patient connectors. Obvious external or internal damage to the esu. Accumulation of lint or debris within the esu or heatsink. There are no user serviceable parts in this equipment. Improper servicing of the equipment could result in improper operation and present a risk of electric shock. While the system 5000¿ has been designed and manufactured to high industry standards, it is recommended that periodic inspection and performance testing be performed by a hospital qualified biomedical technician using techniques described in the conmed system 5000¿ service manual (catalog number 60-8017-eng) to ensure continued safe and effective operation. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 60-8005-001 device was used during a laparoscopic cholecystectomy on (B)(6) 2021 when it was reported "during a laparoscopic cholecystectomy on (B)(6) 2021, regarding the cautery equipment (conmed system 5000 ecu), dr. (B)(6) stated that "something's just not right" he indicated that energy was not discharging as expected/where directed resulting in a nicked artery and mentioned that "this is probably what happened last time". Blood loss was noted to be negligible. The patient was recovered and discharged without incident." The device was being used with a applied medical epix laparoscopic dissector will be filed as a concomitant device. The cystic artery was nicked and had to be clipped. Blood loss was reported as negligible. The patient did not require an extended stay in the hospital; but recovered and was discharged without incident per the reporter. This report is being raised on the basis of injury due to a nick in the cystic artery.